Event description:
It was reported that when using the bd pyxis¿ medstation¿ es auxiliary, a drawer failure occurred. The customer confirmed that a station reboot and recover storage space were performed; however, the issue persisted and the drawer remained failed.the customer stated that there was a delay in patient care.there were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn 15707946 was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number.a review of the device history record for sn 15707946 was performed from the date of manufacture, 16-sep-2019 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that drawer 6 inseparable magnet was missing. A field service engineer (fse) replaced the inseparable and ran firmware updates, rebooted and tested functionality. The system functioned as intended after the field service engineer repaired the device.